Event description:
It was reported that high impedance and a sensing anomaly were observed. The lead was explanted. The lead was cut off and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.